Event description:
It was reported that the insertable cardiac monitor (icm) was found in backup operation. No programming changes made. The patient status is unknown.

Manufacturer narrative:
Correction: section h6- the correct medical device problem code is inappropriate or unexpected reset.

Event description:
New information received indicates that the insertable cardiac monitor (icm) had a reoccurrence of backup operation issue. No programming changes made. The patient status is unknown.

Event description:
New information received indicates that the patient had no adverse consequences.